Manufacturer narrative:
During administrative review, it was discovered that the initial awareness date of 4/6/2023 submitted previously on 5/1/2023 is incorrect. The correct awareness date of the event is 4/3/2023.

Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (under-expansion of the valve at initial deployment) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Device remains implanted in the patient.

Event description:
As reported by an edwards lifesciences field representative, a 29mm sapien 3 valve was implanted in the native mitral annulus with a certitude delivery system (initial inflation was roughly 23ml-24ml out of 30ml) and there was none/trace paravalvular leak. The patient began to experience unspecified symptoms from paravalvular leak post procedure. On post operative day 8, the valve was post dilated (nominal, 33ml) using a 29mm commander to correct the moderate paravalvular leak. Post dilation resolved the paravalvular leak. The patient left the procedure room in stable condition and is doing well. The edwards lifesciences field representative stated that under-expansion at initial deployment is the perceived root cause of the paravalvular leak.